Manufacturer narrative:
If additional informatioin becomes available a follow up report will be submitted.

Event description:
It was reported that the sprung reservoir had a blockage. The reporter indicated that the sprung reservoir of fx427t: progav 2.0 shunt system with sprung reservoir did not work during shunt operation time after the sterile package was opened. The product was being tested before use when the defect was found. The device was replaced.. No injury or harm to the patient as the event occurred prior to insertion.

Manufacturer narrative:
Investigation: visual inspection: during the visual inspection, it is checked whether there are any defects, deformations or other anomalies in the product sent in. Permeability test: to prove the penetrability of the sprung reservoir, a permeability test is performed. Results: first, we performed a visual inspection of the reservoir. No significant deformations or damage of the reservoir was detected, but deposits of blood and protein. Next, we tested the permeability of the reservoir. By pumping and draining liquid, it was checked whether the reservoir is permeable. The test result shows that the reservoir has filled with liquid but could not be drained via the peritoneal catheter. We can confirm a blockage in the system. After further analysis of the cause, we could detect a twisting of the peritoneal catheter under the bend protection, which results in a difficult permeability. Based on our investigations, we can confirm a blockage of the reservoir at the time of investigation. A CAPA has been opened. Our root cause analysis, led to a faulty catheter manufacture by the production department and we have identified this case as an isolated incident. Fortunately, it was discovered before implantation according to the description in the IFU.